Manufacturer narrative:
Initial reporter state: (B)(6). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a tria ureteral stent was opened to be used in a procedure on (B)(6) 2020. Procedural information was not reported. According to the complainant, during the preparation, outside the patient, when they tried to remove the suture, it the tria ureteral stent was detached/separated. The procedure was successfully completed with another of the same device. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. The device has not been received for analysis.